Event description:
Reported due to device break. The physician attempted arteriotomy closure with the perclose a-t (closer ak) device after an interventional procedure. However, the physician chose not to perform the intervention because the vessel was so highly calcified and the pt's blood pressure was reported to be 200/140 mmhg. The physician chose to close the pt with the perclose a-t device. Insertion of the device was difficult. A "link miss" occurred and upon removal of the device, the device would not dislodge from the pt. In an unsuccessful attempt to remove the device, the foot was opened and closed. The physician "pulled so hard on the device and it broke into 2 pieces direct at the part of the root." The sheath remained in the pt. The pt was taken to surgery in order to remove the sheath. It is unknown whether the incident extended the pt's hospitalization. Also, the pt's outcome is unknown. Although requested, additional information was not provided.